Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet pump user experienced prolonged high glucose readings reaching 490 mg/dl for several hours, confirmed by fingerstick, while using an infusion set and tubing; after changing the infusion set, glucose trended down, and the user later identified that the prior event occurred because the needle guard had not been removed from the infusion set. Symptoms included hyperglycemia without associated clinical complications. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, and there was insufficient information to identify a specific device problem or affected component. It was concluded, based on previously established findings for similar reports, that the cause was not established.